Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received undeployed and the download data shows the pod delivered 0 pulses and was received in pod state 15 with evidence of being filled. The pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 2 hours (110 minutes) without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours, meaning the pod deactivated before it was intended to deploy. No damages or defects were found that would prevent the pod from initiating priming.